Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented on 15 jun 2021 with radiofrequency telemetry not working on their pacemaker. A cyber security upgrade was downloaded on (B)(6) 2021 which resolved the issue. The patient was stable throughout.